Event description:
The tech alleged that the side rail was not staying in the upright position. No pt impact.

Manufacturer narrative:
The tech found the side rail end tube is bent. The tech replaced the side rail end tube and ratchet rivets to resolve the issue.